Manufacturer narrative:
Updated fields: h6 type of investigation, investigation findings, investigation conclusions, component code. A getinge field service engineer fse evaluated the unit and was able to confirm the reported malfunction. The fse replaced the compressor. Parameters were tested and met factory requirements. The iabp was returned to the customer for clinical use.

Event description:
N/a

Event description:
It was reported that before use, cs300 intra-aortic balloon pump (iabp) had a power-on electrical test failed, code #50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.